Manufacturer narrative:
Additional information was received on 07/06/2015. Confirmation was received that air was never used in the unit. Fluid was used and the unit was in place for a couple of hours before it was pushed out by the end user. The unit was cleaned and re-inserted and at that point the pin hole leak was discovered. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The complainant reported the flexi-seal fms pinhole in the pouch; the fms was inserted into the patient initially using air in the retention balloon, the balloon fell out, the fms was reinserted and 40cc's of water was used to reinflate the balloon. The complainant further reports that fms fell out after awhile. It is also reported a new fms fell out after awhile. It is also reported a new fms was inserted and there were no further problems. The time frame of initial insertion and when the fms fell out is unknown.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Additional patient/event details have been requested. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.